Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, after implant of the implantable cardioverter defibrillator (ICD),  felt a shock described as similar to putting finger in a light socket. The issue resolved quickly and did not reoccur. No further patient complications have been reported as a result of this event.